Manufacturer narrative:
Device investigation narrative - one fast-fix 360 reversed curve needle delivery systems were returned for evaluation. Visual assessment of the device showed no ts or suture remains on the insertion needle. No suture or ts were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. A design change has been implemented to address this failure mode. The device in question was manufactured prior to this change. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the deployment knob was depressed to deploy t1, t2 fell off of the fast-fix 360 reversed curve inserter needle with t1. Both implants were removed with a hand held instrument. There was 15 minutes delay in the operation. No patient injury was reported. The operation was completed with a back-up device.